Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported "leak at the luer lock area". Patient is on day 5 of therapy which is the day they was to discontinued the therapy. Patient wasn't sure what time they discontinued it. The remaining vtbi was 68.9ml and the filter was a 0.2 micron. Medication being infused was unknown. No patient injury reported.